Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that the registered nurse communicated patient come into ambulatory care from the community as von called and said PICC was leaking around site. Registered nurse brought them in to assess the line and it seemed fine external and had a bit of resistance for flush. Registered nurse communicated that as he did flush, saline came out around at the site so could not leave it as is so had to remove the PICC. Once PICC was removed, registered nurse noticed a large sized hole approximately at the 7cm mark. The line had 3cm external length after insertion so the hole would have been 4cm internal, which would not have been around any points of flexion. Additional information (B)(6)/2023 the patient was receiving long term IV antibiotics for an infected hip post hip replacement. Patient had the PICC inserted on (B)(6), 2023. We received a call on (B)(6), 2023, regarding patients' PICC line leaking around the insertion site. The patient was brought into our clinic for assessment. PICC insertion site looked healthy. PICC had no blood return and had resistance on flush with saline leaking around site upon flushing. Patient denied any pain with flush. No swelling or redness noted on patients' arm. PICC was removed on the same date and a hole was noted at the 7cm mark. The patient had 3cm external length to hub therefore hole would have been 4cm internal length. Due to the PICC being removed, patient required a peripheral IV for her IV antibiotics for the weekend as we were not able to reinsert a PICC until monday (B)(6) 2023. She did not have any delay in her medication, however, did need to be placed through the reinsertion procedure due to the PICC being removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by customer that rn communicated patient come into ambulatory care from the community as von called and said PICC was leaking around site. Rn brought them in to assess the line and it seemed fine external and had a bit of resistance for flush. Rn communicated that as he did flush, saline came out around at the site so could not leave it as is so had to remove the PICC. Once PICC was removed, rn noticed a large sized hole approximately at the 7cm mark. The line had had 3cm external length after insertion so the hole would have been 4cm internal, which would not have been around any points of flexion. Additional information 06/27/2023 the patient was receiving long term IV antibiotics for an infected hip post hip replacement. Patient had the PICC inserted on (B)(6) 2023. We received a call on (B)(6) 2023, regarding patients' PICC line leaking around the insertion site. The patient was brought into our clinic for assessment. PICC insertion site looked healthy. PICC had no blood return and had resistance on flush with saline leaking around site upon flushing. Patient denied any pain with flush. No swelling or redness noted on patients' arm. PICC was removed on the same date and a hole was noted at the 7cm mark. The patient had 3cm external length to hub therefore hole would have been 4cm internal length. Due to the PICC being removed, patient required a peripheral IV for her IV antibiotics for the weekend as we were not able to reinsert a PICC until monday (B)(6) 2023. She did not have any delay in her medication, however, did need to be placed through the reinsertion procedure due to the PICC being removed.